Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had issues during patient registration. It was reported that two instrument trackers and the microdebrider were plugged into the system and when attempting to insert the probe into the divot of the patient reference frame, the navigation system only recognized the microdebrider. The microdebrider was then unplugged and the navigation system would not recognize the two trackers. The application software was exited, another tool was tested and the navigation system functioned as designed. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was the instrument tracker that caused the issue and was resolved when a new tracker was plugged into the system.